Manufacturer narrative:
Concomitant product: 407652 lead implanted: (B)(6) 2013.

Event description:
It was reported during a follow-up visit that the patient's right ventricular (rv) lead showed an elevated sensing integrity counter (sic) count, ventricular tachycardia (vt) episodes with noise/oversensing but no therapy indicated, and a decrease in lead impedance since the previous follow-up. No changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.